Event description:
Event description guidant received information that this implantable left ventricular lead exhibited a loss of capture. The rn increased the output to 7.5 volts at 0.5 ms, and was still unable to capture the lv. This patient recently had an ablation performed, and is pacemaker dependant. Technical services (ts) discussed troubleshooting options, and capture was gained at 5.5 volts at 2.0 ms. The device was programmed to 7.5 volts at 2.0 ms, and the rn will discuss a possible lead dislodgement with the physician. Of note, this patient has had 3 lead revisions previously, one for the atrium, one for the rv lead, and one for the lv lead. There were no symptoms reported.